Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that the insulin pump had two lines on screen from the inside and can¿t be cleaned. Customer¿s blood glucose level was unknown. Customer also reported that batteries were dying quicker and where battery goes in, part of pump casing was missing. Customer declined technical support. The device will not be returned for analysis.